Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the device is in the original packaging and returned due to low battery voltage. With another battery attached, the device behaved normally, no high current was detected and the power consumption of the device was measured and found to be normal. The battery was destructively analyzed which found low impedance across the internal glass-to-metal seal which likely resulted in premature battery depletion. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.